Event description:
Surgiwrap was placed in the pericardium and was not secured. Four months later, during a planned follow-up surgery (unrelated to surgiwrap), the surgeon reported that pieces of the surgiwrap were embedded into the pericardium and surrounding the chest wall and had diffuse soft tissue attachments that appeared like an inflammatory response surrounding the chest cavity and the heart itself.

Manufacturer narrative:
Initial procedure during which surgiwrap was placed is unknown. Four-month follow-up procedure is unknown. Current status of the patient is unknown.